Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 3.0 x 10 mm ryugen nc, guide wire: bmw universal ii. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, moderately calcified, mid, left anterior descending (lad) coronary artery. Pre-dilatation was performed with a 2.0 x 10mm balloon. A 3.0 x 48 mm xience expedition stent was successfully deployed at 10 atmospheres and post-dilated with a 3.0 x 10 mm non-abbott balloon. Following post-dilatation, a distal edge dissection was observed. A new 3.0 x 18 mm xience prime stent was successfully deployed to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.